Event description:
Upon receipt of the device, the user reported that hematocrit saturation bag was labeled with incorrect part number. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.